Event description:
It was reported that the customer reported was hospitalized due to high blood glucose. The glucose at time of call was 600 mg/dl. The mother stated that her son look pale and tired before his admission. Troubleshooting was performed. The time, date, and settings were correct. Reviewed the alarm history and found several error alarms. Advised the caller that the insulin pump will be replaced and revert to back up plan. The mother also mentioned having issues with the infusion set as customer was not receiving the insulin. No further info was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump's alarm history was corrupted.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.